Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal patient info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash wound drainage or any other unusual symptoms.

Event description:
It was reported following a percutaneous coronary intervention (pci) an 8f angio-seal sts plus was selected for use. A pre-deployment right femoral angiogram of the puncture site revealed no anomalies. There was no tortuosity or calcification in the artery. The artery was punctured with 35-40 degree angled approach. The deployment took about one minute and hemostasis was achieved. The deployment procedure was normal without any difficulties. There was no hematoma present. The patient was kept on bed rest for 6 hrs. It was the first puncture in the artery. Three days later, the patient was discharged from the hospital. Six days later, the patient returned to the hospital with swelling at the puncture site. An ultrasound revealed a hematoma with active bleeding from the vessel wall. Manual compression was applied unsuccessfully to compress the hematoma. The next day , another physician attempted to compress the hematoma with the aid of ultrasound. This failed. The next day, the patient underwent subcutaneous exploration of the puncture site. An enlarged lymph node was present above the common femoral artery (cfa) at the puncture site. Severe hyperplasia was present. The surgeon removed the lymph node with a 50 to 60 watt cautery knife, applied manual compression, sutured the artery and obtained hemostasis. The artery was not incised, so the anchor was not removed. No documentation of the anchor location was made with ultrasound. Allegedly, the angio-seal collagen and the suture were removed with the excised tissues. The physician suggested it was not an infection.